Event description:
It was reported that customer was admitted as an impatient to a hospital for diabetic ketoacidosis. The pump trainer stated that customer had bent cannula when he was admitted to the hospital. No additional details were provided.